Event description:
Treatment of stroke. On (B)(6) 2014, the patient underwent mechanical thrombectomy. The patient¿s anatomy was slightly severe in tortuosity. During the procedure, it was reported the solitaire fr was delivered to the occluded area in the ba (basilar artery) and attempted to retrieve a thrombus. After capturing the thrombus and retrieving the solitaire on the third pass, the device became stuck in an occluded part of the va (vertebral artery). The solitaire separated from the pushwire. The solitaire was left inside the patient. The thrombus was removed a marksman microcatheter that was advanced from the opposite side of the va, using urokinase and a guidewire. The vessel was revascularized and the procedure completed. One day post procedure, the patient had an sah (subarachnoid hemorrhage); however, the physician could not determine if the sah was caused by the device left inside the patient or the urokinase.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device will not be returned for analysis as the stent was left inside the patient and the pushwire was discarded; therefore, the event cause could not be determined.(B)(4).